Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the pump experienced suction issues during impella support. Support continued throughout the event; however, it was noted that the catheter appeared to be kinked under fluoroscopy. As the catheter was not kinked prior to the percutaneous coronary intervention procedure, it was ascertained that the catheter had been damaged during attempts to achieve a return of spontaneous circulation. The pump was explanted as a result of the failure. No further information is available.